Manufacturer narrative:
Additional information h3-device evaluation: lens returned dry in lens case/vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Another similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter, in the patients left eye (os), on (B)(6) 2019. The patient experienced a refractive surprise and the lens remains implanted. The lens may be exchanged in the future. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional information: b1-adverse event. B2 - required intervention to prevent permanent impairment/damage (devices) b5 - the reporter indicated that the surgeon implanted a 13.2 vicm5 13.2 of -8.5 diopter implantable collamer lens into the patients left eye (os) on (B)(6) 2019. The patient experienced refractive surprise. On (B)(6) 2020 the lens was exchanged for a toric lens and the problem was resolved. D7- explant date: (B)(6)2020. H6- patient code 3191: secondary surgical intervention; exchange. Claim# (B)(4).